Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels above 300mg/dl and moderate ketones caused by air bubbles in the cartridge due to not removing residual air when performing the load sequence. The customer's current bg level was 369mg/dl. The customer stated the loading technique would be reviewed and a new cartridge would be loaded onto the pump. A correction bolus was to be delivered to address the bg levels. Further assistance was declined by the customer.